Manufacturer narrative:
The standard manufacturing process and material were applied within the production of the shell. The risk of a broken shell was integrated into risk management file in june 2015. Shell broke due to the no appropriate force from outside. Accident with the patient: patient fell and crashed with his right ear against a hard wall. Based on the patient's information, he was already medically cleared to wear the hearing aid device again. Device not returned to manufacturer.

Event description:
(B)(6) 2016 reported that customer in (B)(6) had an accident. He fell onto his head and hit a hard wall with his right ear. He had outside injuries and his ite crushed and broke into sharp shell splitters in his ear canal. Shell fragments caused injuries of eardrum and inner ear canal. The patient has been injured by the wall on his face near his ear and by shell splitter in the ear canal. " I kept permanent damages as this "intra's explosion" decreased my hearing of 5 db, the eardrum made a new skin, so the old one has to be sucked by the hears specialist I saw. I have still struggling at the bottom but we do not know from where it is, so the conclusion is that the "air pressure" of the intra explosion caused visible external injuries (per doctor first aid report ) and internal not visible trauma injuries, as well as the razor blades made deep multi cuts in the external meatus." Note: the doctors report is in (B)(6) and not included.